Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the patient underwent a permanent implant procedure. Post-op, the patient was unable to receive adequate coverage due to receiving therapy in an unintended area. X-rays were taken and revealed lead migration. The following day the patient's lead was repositioned and effective therapy was obtained.